Event description:
The user reported that, prior to use for a cardiopulmonary bypass procedure, the heart lung console indicated that the battery backup power may not have been available as expected. There were no adverse consequences to the pt as a result of this event.